Event description:
A renegade microcatheter was used for a therapeutic renal embolization procedure. It was originally reported that the catheter would not release from the plastic packaging and that another catheter was used instead. However, the engineering evaluation revealed that the unit returned was broken two centimeters from the strain relief with the inner braid exposed.